Event description:
A patient indicated that a handpiece became hot during use. The doctor immediately discontinued use - the event did not result in burning or visible markings.

Manufacturer narrative:
Though no injury resulted in this event, there have been previously reported events involving similar devices that resulted in the need for medical/surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Consequently, it must be presumed that recurrence of this malfunction is likely to result in a serious injury. Therefore, this event is reportable per 21 cfr part 803. Evaluation of the returned device and review of related records are not complete as of this report. Evaluation results will be submitted upon completion.